Event description:
The patient reported via the manufacturer representative (rep) that she was having difficulty charging and had never been able to get over 4 bars. The rep was unable to get any bars. The implantable neurostimulator (ins) was flipped and was now sideways. The patient claimed that she had an x-ray, however, this had not been confirmed with the healthcare professional (hcp). The issue was not resolved and surgical intervention was planned, but had yet to be scheduled. The patient outcome at the time was alive with no injury. The indication for therapy was spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator ins was functionallyokay with no significant anomalies. Method code: no longer applies, results code: no longer applies, conclusion code: no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had a hard time charging her device because when the surgeon did the implant, the device didn¿t ¿scar over¿ so the device was tilted and not flat. The patient reported that she noticed it at a funeral when she leaned back and it got caught on her chair. The patient reported that the surgeon told her to notify them any time the device quit charging or if she couldn¿t charge and they would do another surgery to reposition the device. The patient reported that she didn¿t want to go through another surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the circumstances that led to device being tilted was patient leaned back in a fold up chair and hook device under the back of chair. The patient used a pressure bandage to hold it was the step taken, however, the reported issue is still the same and has not been resolved . The patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018 noting that the patient had a full explant of ins and leads on the day of the report. The ins was being sent back for analysis. No further complications were reported.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.